Event description:
It was reported that during a lsh procedure, the device tissue pad became dark and worn; no piece fell off of the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.